Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 394 (mg/dl). Customer corrected their bg level with an insulin injection. System check with tandem technical support indicated pump was performing as intended. During the initial call with tandem technical support, recommendation was made to contact the customer's health care provider (hcp) to discuss diabetes management. Contact called back on (B)(6) 2016 and indicated that the hcp had been contacted and the customer's bg levels were still in the 300s (mg/dl). Contact reported seeing insulin exit the infusion set tubing. Contact abruptly ended the follow up call and no additional information was provided.